Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to p and t-wave oversensing via reduced intrinsic amplitudes. The smart pass was off and could not be programmed back on. The shock impedance was 133 ohms, which is high but within normal limits. Technical services discussed some options. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. A bigeminal rhythm was noted and the shock occurred on the t-wave which induced ventricular fibrillation (vf). The second shock was unsuccessful in converting the arrhythmia, the third shock resulted in a type 2 break of the vf. The sensing vector was in alternate at the time of the inappropriate therapy. Defibrillation threshold (dft) testing was performed with successfully conversion with two shocks delivered and an impedance of 116 ohms. Manual set-up was performed to enable the smart pass feature. Records indicate this system remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to p and t-wave oversensing via reduced intrinsic amplitudes. The smart pass was off and could not be programmed back on. The shock impedance was 133 ohms, which is high but within normal limits. Technical services discussed some options. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. A bigeminal rhythm was noted and the shock occurred on the t-wave which induced ventricular fibrillation (vf). The second shock was unsuccessful in converting the arrhythmia, the third shock resulted in a type 2 break of the vf. The sensing vector was in alternate at the time of the inappropriate therapy. Defibrillation threshold (dft) testing was performed with successful conversion with two shocks delivered and an impedance of 116 ohms. Manual set-up was performed to enable the smart pass feature. Records indicate this system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. A bigeminal rhythm was noted and the shock occurred on the t-wave which induced ventricular fibrillation (vf). The second shock was unsuccessful in converting the arrhythmia, the third shock resulted in a type 2 break of the vf. The sensing vector was in alternate at the time of the inappropriate therapy. Defibrillation threshold (dft) testing was performed with successfully conversion with two shocks delivered and an impedance of 116 ohms. Manual set-up was performed to enable the smart pass feature. Records indicate this system remains in service. No additional adverse patient effects were reported.